Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in storage of an untreated episode. Review of the stored episode noted the qrs was much wider and the t-wave amplitude was much higher when compared to the presenting electrograms (egms) and led to t-wave oversensing. Technical services (ts) discussed potential troubleshooting and programming options. Additional information was received that three inappropriate shocks were delivered due to continued t-wave oversensing. Review of the stored episode noted the rhythm was sinus tachycardia around 130 beats per minute (bpm) with aberrancy, additionally, review of presenting electrograms (egms) noted that the normal sinus rhythm was noted to be wider than it was at the time of implant. Technical services (ts) discussed potential programming and troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.